Manufacturer narrative:
Based on the current information provided, the cause of the operative complication cannot be determined. The sureform 60 green reload involved with this event has not been received for failure analysis evaluation. Review of the advanced stapler logs showed ln k19230525-0551 was installed on the system six times and fired six reloads (3 green, 1 black, 2 green, in that order). On installs 1-3, 5, and 6, the first clamp attempt was successful, and the firings were each completed with no pauses for compression. On install 4, the first clamp was successful, and the firing was completed with 5 pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. Next, logs show ln k19230525-0562 was installed on the system 1x and fired 1 green reload. The first clamp was successful, and the firing was completed with no pauses for compression. There were no incomplete clamps, incomplete unclamps, or firing failures for this instrument. There were no relevant stapler related errors in the system logs. Review of the system log revealed the following possible related system errors: error 31030 - psc subsystem timed out on startup. Waiting for powering off response. Error 23 - wheel hardware fault: hardware fault in the wheel communication. Pointing to rear core fiber port (3rd from top port). Error 40 - gbit hardware fault: gbt communication error on gbit instance 4 (core: 3rd from top blue fiber port, master, left video and comm). Error 40 - gbit hardware fault: gbt communication error on gbit instance 5 (core: 3rd from top blue fiber port, master, right video and audio).

Event description:
It was reported that during a da vinci-assisted colorectal procedure, the sureform 60 stapler instrument installed with a sureform 60 green reload experienced the reload blade causing a defect on the staple line. The issue was resolved with sutures. Intuitive surgical, inc. (Isi) made follow-up attempts to obtain additional information; however, no further details had been received as of the date of this report.

Manufacturer narrative:
On 03-oct-2023, the following additional information was obtained: on the 4th or 5th fire, the reload blade deviated to one side and cut through the side of the reload, resulting in an interrupted firing sequence and un-approximated small bowel tissue. The issue occurred while performing a small bowel resection and anastomosis. The un-approximated small bowel tissue was resolved with sutures. There was no unplanned tissue removal. Bleeding normal for the procedure was observed but none on the staple line due to the stapler issue. The surgeon encountered staples between the instrument jaws although the surgeon did not fire over an existing staple line. No error messages were observed when the stapling issue occurred. A back-up sureform 60 stapler instrument was used to complete the procedure. The sureform 60 stapler instrument was inspected prior to use and no damage or abnormalities were observed. The surgeon selected the green reload due to thickness of the tissue. The tissue was not calcified, exposed to radiation or chemotherapy, not under tension, nor bunching. The event did not involve a failure to fire, tissue being pushed, or the stapler jaws opening during the firing sequence. The reload was not stuck to tissue. The surgeon did not experience clamping issues prior to firing the stapler reload. No blood transfusion was administered. On 13-oct-2023, the following additional information was obtained: intuitive surgical, inc. (Isi) received a green sureform 60 reload and completed investigations. The reload was observed to be fully fired, but the blade was lodged towards the middle of the reload. The reload was disassembled in-house and the cartridge appeared to be damaged within the knife track. The damage within the knife track was observed near the location of the lodged blade. Additionally, the reload was found to have pusher damage, likely caused by the cartridge damage. Although initial investigation determined the most probable common cause to be attributed to component failure, due to the cartridge damage, the most probable common cause is determined to be attributable to the user. The reload was found to have blade damage when the reload was disassembled in-house. The reload was found to have a lodged malformed staple stuck in the knife track near the distal tip of the reload. The staple was removed successfully. Isi received 2 additional green sureform 60 reloads and completed investigations. The reloads were returned unfired and the knife of each reload was still in the garage. The reloads were installed onto an in-house sureform 60 instrument and placed on the in-house system. The reloads were successfully fired. The reloads were disassembled in-house for visual inspection. There was no pusher, cartridge, or blade damage observed. A review of the logs shows no firing failures. The root cause is due to non-device-related factors. The sureform 60 stapler instrument (sequence #0551) has been received and investigations completed. Failure analysis investigations did not confirm nor replicate the customer reported complaint. The instrument was placed on the in-house system and failed for reload recognition; therefore, it was unable to perform the firing test. A review of the logs showed no firing failures. The root cause is no problem detected. Additionally, the instrument was found to have a reload recognition failure during in-house testing. Instrument logs indicate guided user interface was not used to manually select reload color on each install. The root cause of this failure is not determinable/applicable. The instrument was found to have loose staples lodged in the I-beam channel, likely causing the instrument to fail reload recognition. The staples were removed, and the instrument was retested. The instrument continuously failed reload recognition. The root cause of this failure is attributed to component failure. On 17-oct-2023, the following additional information was obtained: fragments of the reload were retrieved during the same robotic procedure.

Event description:
Refer to h10/h11 for follow-up information.